Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. B27984) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), autoimmune thyroiditis ("autoimmune diagnosed hashimoto's thyroiditis"), allergy to metals ("allergy nickel - diag. Post-essure/ hypersensitivity"), rash ("rash/skin condition "), dermatitis allergic ("rash/skin condition hypersensitivity"), psychological trauma ("psych injury related to essure"), fatigue ("other injuries/symptoms : fatigue"), alopecia ("other injuries/symptoms : hair loss"), migraine ("other injuries/symptoms : migraines") and headache ("other injuries/symptoms : headaches") and was found to have hormone level abnormal ("other injuries/symptoms : hormonal changes") and weight increased ("other injuries/symptoms : weight gain"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy, ovaries are left in place.). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia had resolved and the autoimmune thyroiditis, allergy to metals, rash, dermatitis allergic, psychological trauma, fatigue, alopecia, hormone level abnormal, migraine, headache and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune thyroiditis, dermatitis allergic, fatigue, headache, hormone level abnormal, menorrhagia, migraine, psychological trauma, rash and weight increased to be related to essure. The reporter commented: discrepancy noted essure insertion date (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) unspecified - bilateral occlusion.. Lot number- b27984. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. B27984) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), autoimmune thyroiditis ("autoimmune diagnosed hashimoto's thyroiditis"), allergy to metals ("allergy nickel - diag. Post-essure/ hypersensitivity"), rash ("rash/skin condition "), dermatitis allergic ("rash/skin condition hypersensitivity"), psychological trauma ("psych injury related to essure"), fatigue ("other injuries/symptoms : fatigue"), alopecia ("other injuries/symptoms : hair loss"), migraine ("other injuries/symptoms : migraines") and headache ("other injuries/symptoms : headaches") and was found to have hormone level abnormal ("other injuries/symptoms : hormonal changes") and weight increased ("other injuries/symptoms : weight gain"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy, ovaries are left in place.). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia had resolved and the autoimmune thyroiditis, allergy to metals, rash, dermatitis allergic, psychological trauma, fatigue, alopecia, hormone level abnormal, migraine, headache and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune thyroiditis, dermatitis allergic, fatigue, headache, hormone level abnormal, menorrhagia, migraine, psychological trauma, rash and weight increased to be related to essure. The reporter commented: discrepancy noted essure insertion date (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) unspecified - bilateral occlusion.. Lot number- b27984 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received. Reporter information added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding menorrhagia (heavy menstrual bleeding)') and autoimmune thyroiditis ('autoimmune diagnosed hashimoto's thyroiditis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), allergy to metals ("allergy nickel - diag. Post-essure/ hypersensitivity"), rash ("rash/skin condition "), skin disorder ("rash/skin condition hypersensitivity"), psychological trauma ("psych injury related to essure"), fatigue ("other injuries/symptoms : fatigue"), alopecia ("other injuries/symptoms : hair loss"), migraine ("other injuries/symptoms : migraines") and headache ("other injuries/symptoms : headaches") and was found to have hormone level abnormal ("other injuries/symptoms : hormonal changes") and weight increased ("other injuries/symptoms : weight gain"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia had resolved and the autoimmune thyroiditis, allergy to metals, rash, skin disorder, psychological trauma, fatigue, alopecia, hormone level abnormal, migraine, headache and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune thyroiditis, fatigue, headache, hormone level abnormal, menorrhagia, migraine, psychological trauma, rash, skin disorder and weight increased to be related to essure. The reporter commented: discrepancy noted essure insertion date (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test(s) unspecified - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: case becomes incident. Previously reported event injury nos was removed. New events bleeding menorrhagia (heavy menstrual bleeding), allergy nickel, rash/skin condition hypersensitivity, autoimmune diagnosed hashimoto's thyroiditis, psych injury related to essure, other injuries/symptoms fatigue, hair loss, hormonal changes, migraines, headaches and weight gain was added. Product information indication and essure removal date were added. Patient information date of birth was added. Consumer address were added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.